Manufacturer narrative:
A specific root cause could not be determined based on the provided information. A fibrin clot was observed in the sample and this can not be excluded as a root cause.

Manufacturer narrative:
(B)(4)

Event description:
The customer reported that they received an erroneous result for one patient sample tested for troponin t stat (short turn around time) - tnt stat. It was mentioned that other tests run on the same sample did not have a problem. The sample initially resulted as 0.303 ng/ml and this value was reported outside of the laboratory. The doctor questioned the result, so the sample was repeated, resulting as <0.010 ng/ml. Another sample was collected from the patient and tested, resulting as <0.010 ng/ml. The result from the new sample correlated with the repeat result of the original sample. The repeat result was believed to be correct. The patient was not adversely affected. The tnt stat reagent lot number was 18444301, with an expiration date of 04/30/2016. The customer declined a service visit.